Event description:
It was reported that the pt received a cone prothesis 16 12/14 on (B)(6) 2005. On (B)(6) 2011 the pt underwent revision surgery due to chronic loosening of the stem resulting in a fatigue fracture.

Manufacturer narrative:
At the time of this report the manufacturer did not receive the explanted device for review. We will submit a follow-up report once the device is received and investigated and the result becomes available. (B)(4).